Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. The customer's blood glucose (bg) level was 220 mg/dl. The customer loaded a new cartridge and successfully resumed insulin delivery.